Event description:
User facility reported that the product was in use with patient (implant date not provided). Injection site swelling was noted. Under x-ray examination, a portion of the portal was seen as broken off from the rest of the portal site. Surgical revision of the portal was performed. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.